Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/jan/2019. The event is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device analysis results: analysis of the returned device identified: weight to the spec, deformation, brown particles and crease fold. Bubbles and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side ¿increased palpability and visibility. Appears to be grade 3 capsular contracture. Possible implant rotation.¿ upon explant, a double capsule was observed.